Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. A holistic look at the data and the investigation of the alleged kit lot did not indicate a product problem. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent batch 1470 the 2 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the kit cobas 6800/8800 sars-cov-2 480t analyzed on the cobas® 6800 (s/n (B)(4)). The customer reported that batch 1426 generated sars-cov-2 positive results for two patients¿ samples. The patients¿ same samples were repeat tested on different platforms the c-gene and the expert gene that generated sars-cov-2 positive results for both samples. Recollected samples from each patient was tested again on the cobas® 6800 (s/n (B)(4)) that generated sars-cov-2 negative results for both samples. Batch 1470 generated sars-cov-2 positive results for two patients¿ samples. The patients¿ same samples were repeat tested on different platforms the c-gene and the expert gene that generated sars-cov-2 positive results for both samples. Recollected samples from each patient was tested again on the cobas® 6800 (s/n (B)(4)) that generated sars-cov-2 negative results for both samples. Batch 1476 generated a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® 6800 (s/n (B)(4)). The patient¿s same sample was repeat tested on different platforms the expert gene and film array both generated sars-cov-2 negative results. Patient sample was collected using kit of colheitta copan universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed for each batch run as per FDA guidance.